Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling during digestive surgery, the reload did not work. The surgeon was unable to squeeze the handle. It was blocked. The surgeon tried with another handle without success. Another reload was used to complete the case. There was no patient injury.